Event description:
Began gaining weight even though I work out 6 days a week and eat very healthy. Blood pressure was rising even though my medicine (before the essure) had controlled it very well. Began to have more heart palpitations. Began losing hair. Inability to fall asleep for hours, and then when I finally would, I would sleep for 8 hours and then still need a nap in the afternoon. Dry skin. Diagnosed with hypothyroidism three months after implantation of essure. Never had any issues with my thyroid before. (B)(4) update on (B)(6) 2014: had surgical removal of both coils and tubes on (B)(6) 2014. It's only been a couple of days, but I have not had any heart palpitations. Swelling/puffiness around belly has subsided dramatically, although I'm still swollen where my incision was made. No longer look 5 months pregnant. Still having some trouble falling asleep. Doctor wants me to go off thyroid medicine for 4-6 weeks and then recheck to see if levels return to normal now that essure implants have been removed.